Event description:
It was stated that there was visible damage on the air sensor, which was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a scratch on the air detector. The event history log was reviewed. Functional testing was able to duplicate the reported problem. It was determined that the damaged air detector was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.